Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.g998usqsghyf2 hardware: sm-g998u cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels decreased to 40 mg/dl during the night and ate glucose to increase the levels. Patient woke up and the levels rose above 400 mg/dl. Pod was worn on the patient's abdomen for between 36 and 48 hours. The patient was feeling nauseous and was taken to the hospital and was treated with insulin. Pod was removed and discarded at the hospital. The patient was released the following day on (B)(6) 2025.